Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 125 ohms. Technical services (ts) was consulted and recommended reprogramming the associated device. During a subsequent in-person patient evaluation the recommended reprogramming was performed. It was noted that the shock impedance values were stable between 118 and 123 ohms, and other lead measurements were appropriate. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.